Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the tube is damaged where the inflation line is inserted. The failure mode inflation line leak was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a patient, the device had an air leak. There was no patient involvement.